Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, diarrhea and vomiting. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("vaginal bleeding"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), hyperthyroidism ("hyperthyroidism"), headache ("bad headache") and dry skin ("dry skin"). The patient was treated with surgery (surgery to remove essure scheduled on (B)(6) 2020). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, bacterial vaginosis, depression, hyperthyroidism, headache and dry skin outcome was unknown. The reporter considered bacterial vaginosis, depression, device dislocation, dry skin, headache, hyperthyroidism, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: 646522, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, diarrhea and vomiting. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("baginal bleeding"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), hyperthyroidism ("hyperthyroidism"), headache ("bad headache") and dry skin ("dry skin"). The patient was treated with surgery (surgery to remove essure scheduled on 08-oct-2020). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, bacterial vaginosis, depression, hyperthyroidism, headache and dry skin outcome was unknown. The reporter considered bacterial vaginosis, depression, device dislocation, dry skin, headache, hyperthyroidism, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 16-dec-2020: mr received : reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("baginal bleeding"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), hyperthyroidism ("hyperthyroidism"), headache ("bad headache") and dry skin ("dry skin"). The patient was treated with surgery (surgery to remove essure scheduled on (B)(6) 2020). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, bacterial vaginosis, depression, hyperthyroidism, headache and dry skin outcome was unknown. The reporter considered bacterial vaginosis, depression, device dislocation, dry skin, headache, hyperthyroidism, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("baginal bleeding"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), hyperthyroidism ("hyperthyroidism"), headache ("bad headache") and dry skin ("dry skin"). The patient was treated with surgery (surgery to remove essure scheduled on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, bacterial vaginosis, depression, hyperthyroidism, headache and dry skin outcome was unknown. The reporter considered bacterial vaginosis, depression, device dislocation, dry skin, headache, hyperthyroidism, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.